Event description:
It was reported tat the customer was vomiting and experienced elevated blood glucose levels, and was taken to the emergency room on (B)(6) 2015. Customer was released the same day, and readmitted to the hospital on (B)(6) 2015 due to diabetic ketoacidosis. Customer was treated with saline, insulin, and anti nausea medicine. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.